Manufacturer narrative:
The initial run has a weak amplification and a late CT. The internal control for the run is robust. This is consistent with a sample near the limit of detection for the liat test. Results for low titer samples can be expected to waiver upon retest or recollection. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in the united states reported a non-reproducible positive sars-cov-2 result was generated while using cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (lot 10119x, (B)(6) 2021; liat serial number (B)(4)). The same sample was retested using liat serial number (B)(4) generated negative results for all three targets. A new sample was collected and tested with the alinity platform and tested negative for sars-cov-2 and generated negative results. A new sample was collected and tested with liat serial number (B)(4) and it generated negative results for all three targets. The original positive results were resulted to the clinician, but not the patient, and modified with the negative results. It was reported that the samples were collected, stored, and prepared following the packaging insert's process using s2 vtm, reference number (B)(4); lot 2102014m, expiration date 10february2022. No harm was alleged.